Manufacturer narrative:
Device manufacture date: battery (B)(4). Battery (B)(4): (B)(4) 2008. Device eval summary: device evaluations of batteries (B)(4) and (B)(4) have not yet been completed. The reported problem (batteries won't hold charge) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective batteries. The pt received two replacement battery packs.

Event description:
A (B)(4) male pt contacted zoll lifecor customer support to report that he was having trouble with his batteries. The pt stated that he charged a battery overnight and the charge only lasted about 45 minutes. He reported that both of his batteries were not holding a charge. The pt was provided with two replacement battery packs.